Event description:
Fire destroyed patient's residence causing her death. In the 911 call she says: "I set the house on fire with that thing in my nose."

Manufacturer narrative:
Fire investigation in process. Evidence from the fire scene, including the oxygen concentrator is being held for evaluation. The examination date has not been set yet.